Event description:
Customer reported the insulin delivery of the infusion device is inaccurate. Her blood glucose elevated to "hi", and she experienced vomiting, nausea, pain in her arms, shoulders, and back, temperature fluctuations, and heart palpitations. She contacted a taxi and was transported to the hospital. Her blood glucose at the hospital was 20.0 mmol/l, 26.0 mmol/l, and 28.0 mmol/l, and then it started to decrease as a result of treatment. She was treated with an IV of insulin, paracetamol, glucose, medication for nausea, and saline. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).